Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint. The fse replaced both the gas spring and the left foot pedal. The system was tested and verified as ready for use. Both the gas spring and the left foot pedal were scrap items and will not be returned to isi.

Event description:
It was reported that after da vinci-assisted surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report the left foot pedal was difficult to lock. In addition, the foot tray did not rise.

Manufacturer narrative:
The root cause is attributed to a worn gas spring in the surgeon side console left pedal, which resulted in mechanical issues when attempting to release the pedal activation.

Event description:
Refer to h11 for follow-up information.